Manufacturer narrative:
B1: removed adverse event, no serious injury was reported. Device evaluation: two smiths medical cadd administration sets were returned for analysis in unused condition in their original sealed packaging. Visual inspection showed delamination in at least one (1) join of the filter. Functional testing involved leak testing and no leaks were detected in the joins or the air vent filter on either of the samples. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing. Based on the investigation, the complaint allegation was not confirmed.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received indicating that during a twenty-four (24) hour continuous infusion of chemotherapy (doxorubicin, etoposide and vincristine), a smiths medical cadd administration set leaked at the air-eliminating filter. It was reported that the patient was started on the infusion at the hospital and then sent home for the remainder of the infusion. Per reporter, the patient returned to the hospital at the end of the infusion with a small amount of chemotherapy having leaked onto the gauze that was covering the area of the air-eliminating filter. It was reported that no medical intervention was required, and the patient was subsequently admitted to the hospital for the remainder of their chemotherapy cycles. It was also reported that two nurses reported skin exposure that required cleaning of the affected skin and one nurse reported inhalation of chemotherapy due to the leak. No adverse patient effects were reported.